Event description:
It was reported that the system screen went black during a subtraction procedure and there was a loss of cine function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The display adaptor board was replaced and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.